Manufacturer narrative:
A full analysis of the data logs has been performed: this analysis concluded that the impossibility to start the registration was due to an incorrect initialization of the connection between two software components (user interface and robotic software). The origin of the incorrect initialization remains unknown. It is a normal behavior of the device to shutdown when this connection is impossible. The issue was solved by restarting the device, and the procedure could be resumed. Unique identifier (UDI) #: (B)(4).

Event description:
Robot would not connect when trying to begin registration. The software was restarted and would still not connect. The robot was then shutdown and unplugged, and restarted. The robot then successfully connected. This caused a 5 minute delay.